Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared to another (onetouch verio iq) meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2016, 11:30pm when he obtained an alleged inaccurate high blood glucose result of "294mg/dl" on the subject meter compared to "163mg/dl" on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient denied that he takes any medications to manage his diabetes and stated that he continued with his usual diabetes management routine as a result of the alleged product issue. The patient reported that on (B)(6) 2016 at 4:00am he developed the symptom of a hypo and was sweating. Shortly afterwards the patient stated that he self-treated with food and/or drink, he drank some cola. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. The test strips were stored correctly and within their expiry date, additionally the test vial was neither broken nor cracked. Cca confirmed that the patient did not have any control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1:: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.